Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 22 mg/dl; cause was not known. Customer is unsure on what treatment they received. The customer was discharged from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Clinical technical support (cts) advised the customer to consult with their healthcare provider to discuss factors that might be affecting their blood glucose levels, and the customer acknowledged this advice.